Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified split in patch area. A weight test of the device was verified and the device was within specification. In additional analysis it is observed: it is observed a split in patch area (ss) separation of patch/shell bond at edge of shell hole. It is out of specification per qa (B)(4). Specification no split at the circumference of the shell cutting hole. A further investigation will be requested to analyze this case. Based on the device analysis the final assessment is: observed a separation of patch/shell bond at edge of shell hole, not related to the reported complaint.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device has been explanted.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process, indicates that all devices were released in accordance with allergan procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was found, a split in patch area (ss), which is considered as workmanship. This finding is not related with the reported event. A review of the current risk documents was performed, and the event of split in patch area is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering that there, is not an adverse trend for this event, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored. And a corrective action will take in the future if deemed appropriate.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device remains implanted.